Manufacturer narrative:
E6 evaluation conclusion codes: corrected.

Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain. The 87% stenosed target lesion was located in the moderately tortuous and moderately calcified distal vessel. The 2.00 x 12mm emerge balloon was advanced for pre-dilation of the target lesion. However, after 5-6 inflations, the balloon ruptured above rated burst pressure. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain. The 87% stenosed target lesion was located in the moderately tortuous and moderately calcified distal vessel. The 2.00 x 12mm emerge balloon was advanced for pre-dilation of the target lesion. However, after 5-6 inflations, the balloon ruptured above rated burst pressure. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications.